Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device requested, not yet received.

Event description:
The validation tool was found to be broken and a spike was missing. This issue was discovered outside of a procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Visual inspection confirmed the reported condition. One drive pin is broken and no longer captured in the tool. The broken spike was not returned. A conclusive root cause of the event could not be determined with the information provided; however, it is believed the damage occurred during the decontamination process as the damage was found during an inspection, not a procedure. There are warnings in the package insert that state that this type of event can occur: under equipment inventory and cleaning/sterilization methods, "do not apply excessive force to the instruments as this may cause deformation or breakage."